Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman access sheath (was). The device was bloody as received. The hub, shaft, and tip were examined. The shaft was kinked 12cm from the strain relief and 12cm from the tip of the device. The tip was damaged with evidence of anchor damage during recapture and inner liner delamination. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on 13-apr-2018. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system (wds) was used with a watchman® access system (was). The closure device was deployed but wasn't stable, so a it was fully recaptured. The closure device was "washed" and they deployed it again, but the closure device still was not stable. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, device analysis of the was revealed inner liner delamination.